Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally, it was reported that the pump did not beep when the alarm annunciated. During troubleshooting with tandem technical support, the speaker was confirmed to be working however the customer maintained that there was an issue with the speaker and vibration feature on the pump. There was no reported impact to the customer's blood glucose level.